Manufacturer narrative:
Patient reports no strenuous activity and no trauma or other external event that is likely to have caused or contributed to fracture of the implanted lead. The leads were placed along a highly used joint (knee) with frequent movement. Imaging is unclear if appropriate tension relief was present for the leads with consideration to the joint movement. The fractured lead was discarded by the medical facility and thus unavailable for further examination by the firm to establish or rule out causes of component fracture.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat knee pain. In (B)(6) 2023 the patient experienced loss of therapy which was attributed to migration of implanted leads. Surgical intervention included replacing the migrated lead with new leads (see MDR 3015425075-2023-00024) in (B)(6) 2023. In (B)(6) 2023 the patient again reported loss of therapy. Imaging confirmed one of the new leads had fractured. On (B)(6) 2023 surgical revision was performed to replace the fractured lead. During the procedure the implantable pulse generator (ipg) was damaged and required replacement also.